Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a finger clutch button came off of the left master controller of surgeon side console (ssc) 1. It was reported that the operation was continued with ssc 2. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The issue was confirmed during field evaluation (visual inspection). The fse replaced and calibrated the master tool manipulator (mtm) gimbal and conducted a test drive and electrical safety test. Following this, the system was further tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. During failure analysis, the returned mtm gimbal was tested, and the reported failure was reproduced during visual inspection - evidence of wear and tear on axis 8 / grip. The mtm gimbal opto button assemblies were replaced to resolve the issue.